Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint issue involved erratic sodium and chloride results on the architect c16000 analyzer with ict module 130129041 occurring approximately 1 week after it was installed on the analyzer. The customer allegedly bleached the ict module, but the issue was not resolved. The issue was resolved by replacing the ict module. Result and pressure monitoring (pm) logs capturing the time period the ict module was in use were not available to verify the issue or to evaluate ict module data or sample integrity data. The na, k and cl calibration slopes were within acceptable limits and not suspicious. The released qc log shows acceptable precision for na, k and cl qc data. The history log includes occurrences of error code 3375 (unable to process test, aspiration error occurred) which supports possible sample integrity issues. The maintenance log indicates required maintenance is up to date. However, there are no occurrences of procedure 6063 flush ict module during the time the suspect ict module was in use. Procedure 6063 is required after installing an ict module to ensure there are no leaks, and procedure 6063 is required 3 times after re-installing an ict module to check for leaks and to ensure any residual bleach is flushed out of the ict module prior to calibrating. Therefore, the ict module installation procedure and the bleach the ict module procedure were not performed per the instructions in the operations manual. Customer complaint data was reviewed and no adverse trends were identified related to ict module discrepant results. The architect system operations manual was reviewed and was found to adequately address the issue. Information is included related to required maintenance, removing and installing the ict module and probe, performing the procedure to bleach the ict module, and troubleshooting the reported issue. Based on the available information a specific cause for the erratic / discrepant results generated by ict module could not be determined. Probable causes that could not be ruled out include installation connection issues and/or sample integrity or handling issues. The investigation did not identify a malfunction / deficiency.

Event description:
The customer stated that the architect c16000 analyzer generated erratic sodium and chloride results on a patient. An initial sodium result of 163 mmol/l was generated with a repeat result of 139 mmol/l. An initial chloride result of 82 meq/l was generated with a repeat result of 97 meq/l. The repeat results were from another c16000 analyzer. There was no report of impact to patient management.